Event description:
It was reported that the probe was turned on, but would not turn off.

Event description:
It was reported that the probe was turned on, but would not turn off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. During the evaluation, no visual wear marks were observed. No defects were observed on the ultrasonic welding/glue at the handle. All switches were verified on the unit used during surgery. The unit did not pass the signal test. An operational simulation was performed connecting the returned unit to a crossfire console that overrides the expiration date for testing purposes. The simulation was performed using saline water and a piece of tissue paper. The power level button did work as expected. The unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, saline water residue was observed inside the handle, inside the plastic covers of the power button which caused the signal interruption during the evaluation. Saline water residue was also observed on the pcb board and wires. Some kind of clear solution marks were observed stuck to the handle and near the suction tube and communication outlet. The solution left stains all over the handle. The most probable cause for the reported condition is identified as user related. The handle might have been either submerged in fluid, possibly when resting in the pocket drape or while in use with the suction tube cut, the saline water back flowing over the cut suction tube reached the inside of the handle. If there is water ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.